Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed. After the completion of second prime, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy as intended. No data abnormalities were replicated in a rerun, and no damages were observed that could be confirmed as the cause of the high pulse width w/ drive stall. The high pulse width w/ drive stall is confirmed as the root cause of the reported needle mechanism failure.